Event description:
It was reported that during an open exploratory with small bowel resection procedure, during the first reload and firing of the device, there were no staples in the cartridge. The second reload would not fire at all. A different device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.